Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced and returned for investigation. Simulated use test of the received air gas module has reproduced the described customer issue with alarm for low oxygen concentration. No problem has been found in the flow transducer test during pre-use check. The received device logs confirm the reported problems. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The root cause has not been fully established, but our conclusion is that it was likely due to the nozzle unit, a maintenance part of the air gas module.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the delivered o2 concentration was fluctuating. During testing, the ventilator failed flow transducer test during pre-use check. There was no patient harm. (B)(4).